Event description:
The customer reported the user claimed the touchscreen froze and would not function. The respiratory therapist (rt) placed the patient on the v60 at 0100 hours for work of breathing (wob) and was able to enter in settings. After placing him on, the rt got arterial blood gas (abg). Right after getting results of abg the rt went back to room to drop the fi02. The touchscreen froze and rt was unable to press anything on the screen or turn off the v60. The v60 remained operational. Rt was able to place the patient on a bedside unit bipap ventilator at 0135 hours in the emergency room. Patient tolerated that well. There was no patient harm reported. No additional details are available. Customer was unable to duplicate the issue. The remote service engineer advised to calibrate the touchscreen and complete performance verification tests with passing results before returning the ventilator to service. Pending further information.

Event description:
The customer reported the user claimed the touchscreen froze and would not function. The respiratory therapist (rt) placed the patient on the v60 at 0100 hours for work of breathing (wob) and was able to enter in settings. After placing him on, the rt got arterial blood gas (abg). Right after getting results of abg the rt went back to room to drop the fi02. The touchscreen froze and rt was unable to press anything on the screen or turn off the v60. The v60 remained operational. Rt was able to place the patient on a bedside unit bipap ventilator at 0135 hours in the emergency room. Patient tolerated that well. There was no patient harm reported. No additional details are available. Customer was unable to duplicate the issue. The remote service engineer advised to calibrate the touchscreen and complete performance verification tests with passing results before returning the ventilator to service. Pending further information.

Manufacturer narrative:
The customer stated the touchscreen did not respond could have been caused by a user error if the user had been wearing thick gloves or had moisture on his/her fingertips. The customer stated the issue could not be duplicated. The customer considers the issue resolved. No parts were replaced.